Event description:
The complaint is reported as: PICC line placed on (B)(6) 2020. Customer reports difficulty flushing through pink lumen on (B)(6) 2020 and clamped the line. On (B)(6) 2020, the line was flushed and found to be leaking between 40 and 50 cm marks. No patient injury or complication reported. The device was removed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Customer returned one 2-l catheter and a 10ml syringe for investigation. Visual inspection of the catheter revealed adhesive residue along the catheter body just below the juncture hub. Small holes were observed on the catheter body just under the juncture hub, between the 48 and 49 cm marks. Microscopic examination confirmed the holes appear consistent to when the catheter is stapled or sutured. The overall length of the catheter was 20" which is within specification of 19.5" - 20.0" per the product drawing. The catheter outer diameter measured 0.069" which is with product specification of .066-.071" per product drawing. The returned catheter had both lumens flushed with water. When doing so, the catheter revealed a leak in the catheter body just below the juncture hub, between the 48 and 49 cm marks where the holes were observed. The leak in the catheter body only occurred when flushing the distal hub. The proximal side functioned as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leak from the catheter body was confirmed through visual and functional evaluation of the returned sample. The catheter body was leaking from a few small holes just below the juncture hub when injecting water through the distal lumen. The appearance of the holes was consistent with damage caused by contact with a sharp instrument (i.e. Stables or sutures). The catheter passed all relevant dimensional inspections and a DHR review was performed based on a potential lot identified from sales history with no relevant findings. Based on the condition of the returned sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: PICC line placed on (B)(6) 2020. Customer reports difficulty flushing through pink lumen on (B)(6) 2020 and clamped the line. On (B)(6) 2020 the line was flushed and found to be leaking between 40 and 50 cm marks. No patient injury or complication reported. The device was removed. The patient's condition is reported as fine.